Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.